Event description:
The customer reports during a procedure of having problems with the computer screen. The procedure was completed with another system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. (B)(4).